Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel cable of the mega suturecut needle driver instrument was observed to be damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage observed to the steel cable of the instrument was confirmed as full cable breakage. Photographic images of the device were not available for review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.